Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded 13 episodes where only atp was delivered. There were concerns regarding undersensing and noise. Review of the electrograms by technical services revealed the patient's rate continuted to fall under the rate cut off, resulting in the end of the episode. The undersensing did not appear to prevent treatment. The noise looks more like chaotic/fine vt/vf than chatter. Guidant received additional information two days later the patient was classified as do no resusciate (dnr) and the device's tachy therapy was turned off. One day later, the patient expired.